Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image blackout, and the display button did not respond. The issue occurred at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit (qb) board malfunction and circuit (bi) board malfunction a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced due to a component failure. Occasional blackout due to circuit (qb) board malfunction and switch out of order due to circuit (bi) board malfunction olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.